Manufacturer narrative:
The reported complaint of catheter leak was confirmed. A bonding leak was observed at the proximal end of the medial balloon during functional pressure leak test. Probable causes for the reported complaint can be a latent defect in the bond. Visual examination of the returned catheter was performed and no physical damage was observed on the catheter. Observed blood residues on the tubing ports. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for an icy catheter with lot number 83702.

Manufacturer narrative:
The zoll has received the catheter for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
It was reported that during patient therapy the user observed saline bag had emptied. The patient was inserted with an icy catheter through the left femoral vein and the insertion was difficult. The dwell time of the catheter was 21 hours. The user did not observe any leak near the console or around the start-up kit (suk). The catheter leak was suspected. Per the reporter, the patient reached the target temperature and no further temperature management therapy was administered. No known impact or consequence to the patient.